Event description:
It was reported that the lead was too short for the patient and the helix canted during the implant. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, blood in/on helix /lobe mechanism. Full lead returned and analyzed.